Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the sales rep that during a gastric bypass procedure, while opening the device, noticed a crack/damage to the packaging corner resulting in the product being unsterile. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55m07. The analysis results found that a plee60a device was returned outside its original package. The device visually inspected and no anomalies were observed. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident.